Manufacturer narrative:
Additional concomitant products: philips monitor. Bioptimal accutrans pressure transducer. Event site postal code: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that upon insertion of the intra-aortic balloon (iab), inaccurate blood pressure readings were displayed when using fiber-optic pressure trigger. The cardiosave intra-aortic balloon pump (iabp) was switched out with another, but the issue persisted. Upon converting to arterial pressure transducer, the blood pressure became stable and comparable to the readings on the philips monitor. The iab was in use for approximately four days. There was no patient harm or adverse event reported.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was not a maquet product. The extender tubing was also returned. A kink was observed on the catheter tubing approximately 53.3cm from iab tip. Photos of the contents returned was also provided. A sensor output test was performed and the sensor was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The reported events cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).